Event description:
Machine did not work correctly causing the injecting of fluid into the back of the eye, causing the cataract surgery to also become a vitrectomy. Machine had been checked by manufacturer rep the previous day due to similar incident. No problem was found at that time.